Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: asahi intecc ((B)(4). The returned sasule was missing its tip segment including the marker. Proximal to the tip breakage end, the shaft tube was found crushed and stretched and the shaft polymer was also found stretched due to the applied tensile stress. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with catheter removal had contributed to the sasuke tip separation probably because the sasuke tip was being trapped by the kusabi trapping balloon. It was concluded that this event was not attribute to product quality. Instructions for use (IFU) states: [warnings] this product must be manipulated while checking this product's motion under high-resolution x-ray fluoroscopy. In addition, if any resistance is felt during the manipulation of this product, interrupt the manipulation, and check the cause under high-resolution x-ray fluoroscopyl; and, [malfunctions] separation.

Event description:
It was reported that an asahi sasuke dual-lumen catheter was used in a procedure to treat a moderately calcified cto in the lcx #13. To exchange the catheter, a non-asahi kusabi trapping balloon was delivered and the sasuke was removed. When the sasuke was reinserted into the vasculature, it was recognized under the fluoroscopy that the sasuke tip was missing and the separated tip was found in the distal lcx. As the separated tip was located in the peripheral branch, the physician determined that there would be no adverse effects secondary to the remaining tip and left the separated tip in situ. The pci was resumed and successfully completed by stenting with reestablished blood flow. The patient was reportedly fine after the procedure.